Event description:
A report that a patient underwent a pocket revision was received. The physician revised the pocket site because the patient had lost a significant amount of weight at the pocket location and it was irritating her. The physician moved the pocket to a better location and chose to replace the implantable pulse generator due to having used electrocautery during the procedure. Current labeling warns against the use of monopolar electrocautery.

Manufacturer narrative:
The explanted ipg was discarded by the medical facility and will not be returned for evaluation.